Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer metro direct wire guide. When the wire guide was removed, the core wire remained intact but the outer coating at the distal end detached and remained in the common bile duct. The detached portion of the wire guide coating was not removed from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to the observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. The outer coating has separated and detached from the wire guide and was not included in the return. The inner core wire remains intact; the outer coating is the only component that has separated and detached. Additional damage to the wire guide was not observed. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conclusively determine a cause for this observation because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of this observation, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the instructions for use for the tracer metro direct wire guide describe the appropriate flushing techniques. These include the following directives: flush the wire guide holder prior to removal of the wire guide, flush the wire guide lumen of the accessory device prior to inserting wire guide, flush the wire guide lumen as needed during the procedure to keep the wire guide wet, and before each introduction of the wire guide into a device, wet the wire guide in a sterile water or saline bath. For best results, the wire guide should be kept wet. These activities will ensure proper wire guide performance. If these flushing techniques are not followed, this can contribute to damage to the wire guide coating separation and detachment. Resistance in transversing a difficult stricture could have contributed to this observation. If the wire guide receives pressure in response to resistance, this can contribute to wire guide coating separation and detachment. Prior to distribution, all tracer metro direct wire guides undergo a visual inspection to ensure device integrity. This inspection includes a visual inspection of wire guide coating. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.